Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving recurring no delivery alarms that persist despite changing the infusion set or insertion site. The blood glucose reading was 247 mg/dl. Customer has tried different cannula lengths and the insulin was not expired or denatured. She stated that the tubing was not bent or kinked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.